Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly. Device also received with cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was cracked and the upper half was unreadable and the second half was barely readable. The customer¿s blood glucose level was 85 mg/dl. Customer stated that they tripped with his insulin pump on his pocket. Customer stated that the location of damage was liquid crystal display. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.